Event description:
It was reported that a lead was implanted and "tac" revealed that the lead was in the ventricles and not in the subthalamic nucleus. It was thought that tac referred to trigeminal autonomic cephalgia. The reporter stated that the physician decided to explant the lead, do an MRI, and implant a new lead. It was reported that hospitalization was required as a result of the event and the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).